Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed both ts remain on the insertion needle. The suture has been pulled slightly out of the depth limiter straw. The actuator is positioned behind t2 indicating a trigger advancement took place. T1 was removed from the needle and the device was tested for deployment and cycling, t2 deployed as intended. The device was not returned in the reported condition of the complaint, as a result an exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery, the t2 did not trigger. A backup device was available to complete the procedure with no delay or patient injuries.